Event description:
On 6/19/2025, it was reported via email by an arthrex subsidiary employee that during a procedure on (B)(6) 2025 involving an ar-8933v-22s low profile va locking screw, a piece of metal was observed dislodging upon screw insertion. The screw was removed and reinserted, and the procedure was successfully completed. All debris was retrieved, and no patient harm was reported. Additional information was requested on 07/03/2025: this occurred during a hallux valgus procedure on (B)(6) 2025. The case was completed by using the initial screw by removing it once and then reinserting it to complete the surgery. No case delay or added anesthesia was administered to the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or misaligned insertion.